Event description:
It was reported the patient could not charge their battery. It was also reported the battery was implanted too deep and a revision of the battery was done in (B)(6) 2012. It was reported the patient experienced no harm or injury. Reference manufacturer report # 3004209178-2013-03588 for information regarding events occurring after revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).